Event description:
Consumer claims bristles falling out inside mouth.

Manufacturer narrative:
The root cause of the customer's complaint is loose tufts. Two brush heads returned; serial # on second brush head (B)(4) with a manufacture date of 12/12/2015.